Event description:
It was reported that an asymptomatic non-dependent patient presented after receiving a patient notifier. Pacing lead impedance was unstable and out of range. An x-ray was performed and it did not reveal anything atypical. Pocket manipulations could not reproduce the impedance anomalies. The device was explanted and the patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of high out of range pacing lead impedance was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported high out of range pacing lead impedance could not be determined.